Event description:
A minimum fill notification was reported by the caller. There was no adverse impact on the customer's blood glucose level. The customer attempted to load a new cartridge, and, after receiving instructions to clean the pneumatic tap area on the pump and remove the pump from its case, successfully resolved the issue by reloading the same cartridge and resuming insulin use.